Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with septum pushed into adapter and half of septum unglued. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there was an issue with septum pushed into adapter and half of septum unglued. There was no report of injury or medical intervention.

Manufacturer narrative:
A DHR review was not performed as the lot number is "unknown" for this complaint. Received a total of 5 q-syte units, 4 of which were within sealed packages and 1 unit without packaging. Visual/microscopic examination: unused units (various lots): no physical-mechanical damage was observed the septums were not unglued or pushed into the adapters. Used unit (unknown lot): the septum top disk was pushed into the septum. Evidence of adhesive and septum deposits was visible at the rim of the q-syte unit. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed.